Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
Customer reported she changed her infusion set this morning and she could not push insulin through the tubing with the plunger. Customer changed out her infusion set and reservoir and the issue was resolved. Customer stated she could not get the plunger back off the faulty reservoir. She stated she did not loosen the plunger before putting insulin in the reservoir this time, but she usually does. Customer sent the reservoir back for analysis. Customer's blood glucose was unknown. Nothing further reported.